Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with a impella cp for support during high-risk cardiac procedure. It was reported that the impella measured at 3.2 centimeters in the left ventricle on echocardiogram. An impella position in aorta alarm occurred. Under the echocardiogram, both the pigtail and cannula completely were out of the left ventricle past the aortic valve. They were unable to advance and the impella was pulled back into the descending aorta and ran at p1 overnight. In addition, the impella was explanted. The issue is that the cm marking did not change and the impella was locked. Somehow, the impella migrated out of the left ventricle into the aorta. No position changes were made, no ectopy, and no change to drug regimen were noted. The impella migrated on its own.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.